Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no reported impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.